Event description:
New insulin bag hung on patient with sigma IV pump. Pump alarmed a couple of minutes later. Door was closed, alarming 'unable to run no tubing loaded'. The tubing was checked, door was opened and insulin bag noted to be only half full. The tubing was immediately removed from the pump and disconnected from the patient. Doctor notified, medications given.